Event description:
It was reported that cartridge alarms occurred during basal delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 180 mg/dl.